Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was high threshold, high impedance, and a possible lead fracture. Detections were turned off, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.